Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted punch impactor confirmed the 217802104 impactor bolt, and 217802103 spring sub-components are disassembled and missing. A complaint database search on the provided product code identified similar reports. A previous investigation by depuy metallurgy for similar events determined the failure was due to low cycle fatigue. It is unknown if attempts were made to disassemble the bolt for instrument cleaning. The instrument design does not allow the bolt component to be disassembled. Based on the performed investigation, and the disassembled components not being returned, the root cause cannot be determined. Based on the inability to identify a root cause, the need for corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Sigma keel punch impactor button broke into two separate pieces away from handle.